Event description:
Customer reported receiving inaccurate readings from the sensor. Customer reported having a blood glucose reading of 69 mg/dl and a sensor glucose reading of 40 mg/dl. Customer stated that he self treated with food, then received a blood glucose reading of 200 mg/dl and a sensor glucose reading below 40 mg/dl. Blood glucose level at the time of contact was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.